Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: there was no photographic evidence or physical samples provided for the investigation of the reported condition. A comprehensive examination of the history of syringe 50ml ll lot 2402046 was conducted, and no deviation or non-conformance related to the alleged defect was found. Six retained samples were received for further evaluation, and upon visual inspection, none of the defects could be reproduced. The product undergoes inspections at various stages of the manufacturing process to ensure its quality and functionality. Without the physical sample, a definitive root cause cannot be established at this time. Complaints regarding this device and the reported condition will continue to be monitored and analyzed. The information will be compiled into trend reports and regularly reviewed by our sales team to identify any emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Reason: start of transfusion: screwing the syringe filled with blood into the 3-way infusion tap at the patient's bedside. Start of transfusion leakage at the syringe with blood flowing out of the tubing at the screw thread. Proven consequences: the entire transfusion set-up has to be redone. The dm in question has not been kept.